Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 679 mg/dl. The customer changed the infusion set a few hours prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests, but there was no tubing clamp present to perform the high pressure test. It was recommended to have the customer try another infusion set because he is very lean. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.